Event description:
It was reported that the user missed a meal announcement for a low-carbohydrate meal that contained more carbohydrates than anticipated, after which blood glucose rose to 374 mg/dl and remained elevated for about three hours despite a recent infusion set change earlier that day; the user then replaced the infusion set again with guidance, and insulin delivery resumed, but glucose did not trend down at the time of follow-up. Symptoms included headache and chest tightness. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education focused on the importance of timely meal announcements and guidance through an infusion site change. Investigation of this case revealed use error related to a missed meal announcement with potential infusion site reliability concerns given persistent hyperglycemia over 300 mg/dl for more than 90 minutes. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error from a missed meal announcement with possible contributory infusion site performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.